Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was in the hospital for diabetic ketoacidosis and the contact was requesting how to locate basal rate settings. The customer was reportedly vomiting. Multiple follow up attempts were made to gather more information from the customer. However, no additional information was provided.